Manufacturer narrative:
The patient did not suffer any injury nor require medical intervention as a result of this incident. According to facility's chief biomedical technician this pt remains an inpatient at this facility. It is uncertain as to whether the patient remains on the prisma system. A gambro technical services field representative inspected the machine. He tested scales, rotors, pressures, pump speed accuracy checkout procedure and the fluid removal checkout procedure. All tests performed were within MFR's specifications. The machine also passed the "incorrect weight change alarms procedure. He also performed a pt simulation that resulted to be within MFR's specifications. No corrective action was taken and the machine has been returned to service.